Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was attempted to be implanted but not used. The device was connected to the chronically implanted leads and was not pacing at the programmed rate. The physician removed the device and implanted a new device. No patient complications have been reported as a result of this event.